Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on all channels, the morphology of which appeared to be electromagnetic interference (emi) in nature. The noise was sensed by the device, and resulted in brief periods of asymptomatic pacing inhibition. The patient's environement will be assessed to determine root cause for the noise.